Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A strut on row 1 from the proximal edge was raised and misaligned. The outer diameter (od) of the damaged section was measured at 1.11mm. The od of the stent area where no damage was present was measured at approximately 1.03mm. The maximum crimped stent profile specification for this device is 1.295mm. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system would not cross the target lesion. During the procedure, the physician unsuccessfully attempted to cross the target lesion using a 2.75x20mm taxus element stent delivery system (sds). Next, the physician attempted to cross the target lesion using a 2.75x24mm taxus element sds, but was not successful. The procedure was not completed due to this event. However, product analysis reviled stent damage on the 2.75x24mm taxus element stent.